Event description:
It was reported that the patient complained of feeling chest pain while using a walkie-talkie, which ceased after the patient stopped using the walkie-talkie. The patient suspected possible electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).